Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event; the programmer booted correctly. Analysis found the latch tab on the power cord bay door was broken. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer does not boot up and has a "funky" grey screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.